Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). A 6.0 x 100mm, 135cm ranger drug-coated balloon was advanced for dilation. However, during the first inflation at 10 atmospheres for approximately 30-40 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post-procedure.